Event description:
It was reported that oversensing on the ventricular channel causing inhibition of pacing. The device was sensing, a regular and low amplitude noise intermittently. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4).